Manufacturer narrative:
The unit will not be returned to caire for an evaluation, as it was repaired and returned to the field by the distributor. If any new information is discovered, a follow-up report will be submitted.

Event description:
There was a strong icing up of the lox tank, and as a result of which the tank leaked after filling with water pooling on the floor. This resulted in damage to the floor. It was reported that the top-fill qdv was leaking liquid oxygen. There were no injuries reported. The vessel has already been repaired and put back into service within the framework of standard servicing by the distributor. The distributor was notified of the incident after the unit had already been returned, repaired, and placed back into service. The service report completed by the distributor indicates that the quick disconnect valve and associated components had to be replaced.